Manufacturer narrative:
A ge svc rep performed an on site investigation. The video controller board was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the left monitor was intermittently not working. This issue will cause the system to be unusable due to a loss of live image. There is no report of injury of injury or death associated with the event described in this complaint.